Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. A peeling downstream occlusion (dso) seal was found. The customer's problem was duplicated, the pump was unable to recognize a functional remote dose cord when plugged in. The cause of the issue was a faulty remote dose connector. The remote dose connector was replaced as well as the dso seal in order to fix the issue.

Event description:
It was reported that the pump did not recognize the pendant. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.